Manufacturer narrative:
(B)(6) initial emdr. A follow up emdr will be submitted upon device evaluation or if any additional information is received. Date of event was unknown. Awareness date was used.

Event description:
Two devices were reported. One had the tension cabling break and the other had the tension cabling break and a piece fell into the anesthetist's hands. The devices were being used for bariatric procedures. There was patient involvement but no injury or medical intervention associated with these events. No piece of the devices fell into the patients.

Manufacturer narrative:
Supplemental emdr for (B)(4). If any additional information becomes available an additional supplemental MDR will be submitted. Date of event was unknown. Awareness date was used. Investigation results: upon visual inspection the reported issue was confirmed. The tension cable broke into two pieces. It failed between the main tube arrangement and the tube arrangement 93-0088 which is the first long straight piece of the triangle sides with respect to the proximal end. As the device is articulated, the tension in the cable acts to pull the gaps between segment pieces closed as the fixed ends in the tension screw travel proximally. The amount of cable travel through each respective gap is proportional to the amount of gaps distal of it due to the fact that the cable is also fixed at the distal tip, where no travel through the tips occurs. Additionally, as the device is articulated, the amount of tension increases as the device nears full articulation. As tension increases, friction between the cable and the internal surfaces of the flex segments increases. As a result of these two factors, wear on the cables from the friction caused by articulation is highest in the proximal most region of flex segments, where the cable broke on both devices. Damage from wear occurs over time and typically presents itself by a widely varied break location for each strand in the cable braiding. Both devices¿ cables were examined under high magnification and were found to have relatively varied breakage locations of the strands that make up the cable, confirming that the strands did break down over time and wear of the cable is the most probable cause of the cable breakage. The most probable root cause is wear. These devices have not exceeded their warranty coverage against wear. H3 other text : evaluation has been performed.

Event description:
Two devices were reported. One had the tension cabling break and the other had the tension cabling break and a piece fell into the anesthetist's hands. The devices were being used for bariatric procedures. There was patient involvement but no injury or medical intervention associated with these events. No piece of the devices fell into the patients.